Manufacturer narrative:
Concomitant medical products: 186-01-52/sn (B)(4), exactech integrip cluster-hole shell group 2.52 mm o.d. 12-85-30/sn (B)(4), exactech alleon bone scre, 6.5 mm diameter x 30 mm length. 164-02-17/sn (B)(4), exactech novation element femoral stem press-fit, collarless, ha coated, 12/14 cementless, extended offset, size 17, 180 mm. 148-36-07/sn (B)(4), exactech ziramic zirconia femoral head 36 mm o.d., +7 mm, 12/14. No device return anticipated. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal filing that approximately 7 years, 4 months post left tha, a male patient, was diagnosed with premature poly wear and pain, and underwent revision surgery to address the defective device failure on (B)(6) 2022. During the revision surgery, plaintiff's surgeon noted the indication for the procedure was left hip pain and dysfunction after he presented to outpatient orthopedic clinic with radiographic evidence of polyethylene wear. The x-ray indicated eccentricity of the femoral head representing polyethylene failure.

Manufacturer narrative:
H2: this report is a duplicate to report 1038671-2022-00506.